Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the product/lot code combination. The clinical report states the reported infection was not device related. It should be noted, the patient is considered obese and has a neurological disorder. The ceramax instructions for use states: do not implant in obese patients because overloading the component may lead to fracture or loss of fixation. The ceramic devices are contraindicated for use in patient's with significant neurologic or musculoskeletal disorders or diseases that may adversely affect gait, weight bearing or postoperative recovery. The investigation can draw no conclusions with the information made available. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient was revised to address an infection.